Event description:
It was reported that there was an error preventing ventilation during a case. The patient was switched to manual ventilation. There was no patient injury.

Manufacturer narrative:
The customer declined ge healthcare service. No repair information available. The end user resolved the issue but rebooting the unit. Block a: patient information could not be obtained due to country privacy laws. Block d4 primary UDI number: there is no UDI available as the device was manufactured prior to UDI compliance requirements. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.